Event description:
It was reported that, upon interrogating the pump, logs indicated that a 5 minute motor stall occurred in (B)(6) 2014. This was noted to be an incidental finding. Drug information, the cause of the event, patient symptoms, troubleshooting/diagnostics, interventions/treatment, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11361r58, implanted: (B)(6) 2002, product type: catheter. (B)(4).